Event description:
The stent dislodged from the delivery system requiring snaring. The report received indicated that during a procedure to the right coronary artery (rca), the lesion was pre-dilated several times, then the 3.00 x 18mm cypher stent delivery system (sds) was advanced; however, the device failed to cross the lesion. Therefore, the physician performed and angiogram and found the stent was accordioned and decided to remove the sds. While attempting to remove the sds through the sheath, the stent dislodged and traveled to the superficial femoral artery (sfa). Consequently, the physician snared the stent and continued the treatment of the rca. The procedure was completed without further complications. Additional information indicated the vessel was tortuous, the target lesion included treatment of multiple lesions starting in the proximal rca and moving to the mid rca. Further information indicated the device was prepped as per the instructions for use and there were no difficulties; the device had been inspected prior to use and there were no anomalies noted.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days upon receipt.